Manufacturer narrative:
Continued: e1: phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "explantation of the devices scheduled due to the age of the implants", "effusion of extravasation of silicone gel", "presence of a fibrous collagenic shell -devoid of any sign of malignancy is confirmed", ¿histological confirmation of a fibrous collagenic shell. Baker grade is unknown¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure, creases, non-penetrating nick and observed a opening on the device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "explantation of the devices scheduled due to the age of the implants", "effusion of extravasation of silicone gel", "presence of a fibrous collagenic shell -devoid of any sign of malignancy is confirmed", ¿histological confirmation of a fibrous collagenic shell. Baker grade is unknown¿. This record is for the left side. Device has been explanted.